Event description:
It was reported, that the patient presented remotely via merlin net. Review of the transmission revealed, that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing, due to post paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.